Event description:
It was reported to philips that the therapy port is damaged. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse), evaluated the device. And confirmed, the therapy port was damaged. The therapy port needs replacing. Upon conclusion of the evaluation. It was determined, that the therapy port requires replacement. It was replaced. The device passed testing and was put back into service.